Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the right ventricular lead exhibited conductor coil issues on (B)(6) 2018. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low defibrillation lead impedance. There were no other electrical anomalies. Further testing was discussed. No further information was reported.